Manufacturer narrative:
Based on the claim against the product by the customer noting an iesu issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse noted error code c-33 upon powering up suspecting a faulty iesu. After iesu replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The iesu was functionally tested and the issue was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode and failed testing due to a component failure. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure on the iesu this complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to a persistent integrated electrosurgical unit (iesu) issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia, the user was unable to activate monopolar energy. The customer received phone assistance from the technical support engineer (tse). Prior to contacting tse, the customer had changed out the instrument, monopolar cable, swapped ports and power cycled the integrated electrosurgical unit (iesu) but the issue remained. Tse reviewed system event logs and noted multiple iesu related errors. The tse and customer discussed further troubleshooting options and it was determined that the customer would disconnect the vision side cart (vsc) and connect another vision side cart (vsc). The procedure was completed after converting to another davinci system with no reported injury.